Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/26/2019.

Event description:
The customer reported dim display. There was no patient involvement.

Manufacturer narrative:
G4: 26sept2019; b4: 27sept2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the user interface. The customer replaced the defective user interface and installed 2.30 software to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.